Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported when the fill estimate decreased to approximately 50 units, the customer experienced blood glucose (bg) levels in the 300's (mg/dl). Manual injection was administered to address bg level.

Manufacturer narrative:
Remove (B)(4), add (B)(4).